Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead alert triggered due to high lv impedance. The lv lead remains in use with no intervention taken. No patient complications have been reported as a result of this event.